Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Cust has been hospitalized due to pump delivering too much or too little insulin. On a related svn (B)(4), hospitalized for low blood glucose on (B)(6) 2021, with blood glucose reading was 30 mg/dl due to pump delivering too much or too little insulin. Unit had scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. No over delivery anomaly or under delivery anomaly noted. Please see below for the boluses delivered on event date (B)(6) 2021 listed in the formatted history file. On (B)(6) 2021 13:49:54.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.1. On (B)(6) 2021 19:17:30.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 7.8. Please see below for the user suspend on . On (B)(6) 2021 11:44:58.000 insulindeliverystopped. Sourceid = pump (ngp is in open loop state). Reasonforinsulindeliverysuspension = user suspended listed in the formatted history file. There was no auto suspend on the event date (B)(6) 2021. On a related svn (B)(4), hospitalized for low blood glucose on (B)(6) 2021, with blood glucose reading was 30 mg/dl due to pump delivering too much or too little insulin. Please see boluses delivered below on the event date (B)(6) 2021 on a related svn (B)(4), on (B)(6) 2021 00:57:27.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.1. On (B)(6) 2021 02:28:50.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3. On (B)(6) 2021 14:24:07.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 6.9. On (B)(6) 2021 14:42:57.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2. On (B)(6) 2021 21:32:42.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.8. On (B)(6) 2021 22:26:17.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3. On (B)(6) 2021 23:03:57.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1. On (B)(6) 2021 23:44:02.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2. No auto suspend noted on (B)(6) 2021. Please see below for the user suspend on . (B)(6) 2021 12:56:50.000 insulindeliverystopped. Sourceid = pump (ngp is in open loop state). Reasonforinsulindeliverysuspension = user suspended. On event date (B)(6) 2021 on a related svn (B)(4) listed in the formatted history file. Unit passed the functional testing. Customer alleged not confirmed for pump over delivery and under delivery. Unable to confirm alleged high and low blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to hypoglycemia. The customer's blood glucose level at the time of incident was 30 mg/dl. Customer was treated with eating food. The customer also reported that they were hospitalized for high blood glucose on (B)(6) 2021. Customer was treated with dexcom pump. It is unknown weather the auto mode feature was on at the time of reporting high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer has been hospitalized due to pump delivering too much or too little insulin. On a related (B)(4), hospitalized for low blood glucose on (B)(6) 2021 with blood glucose reading was 30 mg/dl due to insulin pump delivering too much or too little insulin. Device had scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. No over delivery anomaly or under delivery anomaly noted. Please see below for the boluses delivered on event date (B)(6) 2021 listed in the formatted history file. On a related (B)(4), hospitalized for low blood glucose on (B)(6) 2021 with blood glucose reading was 30 mg/dl due to pump delivering too much or too little insulin. Please see boluses delivered below on the event date (B)(6) 2021 on a related (B)(4), (B)(6) 2021 00:57:27.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.1. (B)(6) 2021 02:28:50.000 normal bolus programmed. Bolus programming method = bolus wizard normal bolus amount programmed = 3. (B)(6) 2021 14:24:07.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.9. (B)(6) 2021 14:42:57.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2. (B)(6) 2021 21:32:42.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 9.8. (B)(6) 2021 22:26:17.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. (B)(6) 2021 23:03:57.000 normal bolus programmed. Bolus programming method = bolus wizard normal bolus amount programmed = 1. (B)(6) 2021 23:44:02.000 normal bolus programmed. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2. No auto suspend noted on (B)(6) 2021. Please see below for the user suspend on (B)(6) 2021 12:56:50.000 insulin delivery stopped. Source ID = pump (ngp is in open loop state). Reason for insulin delivery suspension = user suspended. On event date (B)(6) 2021 on a related (B)(4) listed in the formatted history file. Device passed the functional testing. No over delivery anomaly, under delivery anomaly, bolus anomaly or suspend anomaly noted. Unable to confirm alleged high and low blood sugar.